Event description:
It was reported by service report that the side rail will not latch. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequence associated with the reported issue.